Event description:
It was reported via the implant patient registry that this patient with a 27mm aortic valve underwent a valve-in-valve replacement after an implant duration of 14 years and 10 months due to calcification leading to stenosis. A 26mm transcatheter valve was implanted within the surgical edwards valve using the transfemoral approach. The patient was noted as to be fine. As per medical opinion, the surgical valve did not fail prematurely.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 27mm aortic valve was disabled via a valve-in-valve replacement after an implant duration of 14 years and 10 months for unknown reasons. A 26mm transcatheter valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.